Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
Patient was initially implanted with an afx bifurcated, a vela suprarenal, and two limb extension in 2014. Recently, the patient was reported to have an endoleak type iiib. Explant was scheduled but has been postponed due to unknown reasons. No additional patient sequelae has been reported at this time.

Manufacturer narrative:
At the completion of the clinical evaluation, based on the information received there were substantial evidence to support the following reported events; endoleak type iiib of the main body. Additionally there was evidence to reasonably support the following observations; endoleak type iiia of the main body and limb, and a persistent endoleak type ia(will be reported in a separate report). The type iiib endoleak complaint is confirmed. The complaint is most likely device related (the type iiib of cuff was strata material), the type iiib of main body could not be determined based on the information shared with endologix to review. Procedure related harms for this complaint could not be determined based on the information shared with endologix to review. The final patient status was reported to be awaiting a court appointed dpoa for an explant procedure. The clinical assessment determined that there was evidence to reasonable suggest a persistent type ia endoleak and a type iiia endoleak of the main body and left limb occurred that were not included in the event as reported. The type iiia and ia endoleaks was discovered on 06/01/2018 during review of the forty one months post implant CT scan. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014. The type iiib endoleak rate for afx manufactured and implanted before these corrective actions were put in place is trending at 2.5%. Since the corrective actions were implemented, the type iiib endoleak events reported for afx devices has been reduced to <0.2%. Root cause investigation was carried out for all afx complaints having an identified failure mode of a type 3b endoleak. Endologix implemented the following corrective actions with the intent of reducing type 3b endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014. The type 3b endoleak rate for afx manufactured and implanted before these corrective actions were put in place is trending at 2.5%. Since the corrective actions were implemented, the type 3b endoleak events reported for afx devices has been reduced to <0.2%. The review of manufacturing lot confirmed all devices met specifications prior to release. Devices remain implanted in the patient and were not returned, no evaluation completed. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety.

Event description:
Additional information was obtained on (B)(6)2018, patient did not receive an explant. The hold was put due to the patient's incompetent to make a decision. The physician is waiting, the court is appointing a dpoa..